Manufacturer narrative:
An event of device got kinked while advancing through femoral vein was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that a crack in the sheath was noted when removed from the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An image was received appeared to show bent on the delivery sheath. Based on the information available the cause of the reported incident could not be conclusively determined. However, it is consistent with usage of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer torqvue delivery sheath was chosen for a procedure. During procedure, when attempting to insert into femoral vein the sheath became kinked and straightened out. When taken out, a crack in the sheath was noted. A new 14f amplatzer torqvue delivery sheath was chosen and completed the procedure. The patient was reported in good condition. There was no impacts reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.